Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this rv lead and the ra lead exhibited noise. The ra lead also had insulation damage. No adverse patient events were reported.